Event description:
The customer reported that there was a communication failure between the mr200 and ip5 monitor. Patient was reported to have stopped breathing.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a communication failure between the mr200 and ip5 monitor. Patient was reported to have stopped breathing. The device losing connectivity caused a lapse in monitoring of the patient. The philips technical consultant (tc) confirmed the event. The tc was on site and unable to retrieve data logs from the event. The tc confirmed that the communication was lost when the MRI door was closed. The customer declined service, but requested an antenna to improve communication. The cause of the event was the loss of connection. It is unknown if the issue was resolved. The device remained on site.

Manufacturer narrative:
Supplemental report submitted with reference to manufacturer's report number 1051786-2022-00047. The reported problem was caused by a lack of communication due to MRI door closed and no installed antennas. The customer was aware this was an issue and did not attempt to order any additional antennas until after this event. The cause of the event was the loss of connection due to a lack of installed antennas. It is the customer's responsibility to purchase an antenna through the proper channels. We will consider the customer resolved the issue with purchase of an antenna. The device remained on site.

Event description:
The customer reported that there was a communication failure between the mr200 and ip5 monitor. Patient was reported to have stopped breathing.the device losing connectivity caused a lapse in monitoring of the patient.